Manufacturer narrative:
Manufacturing evaluation conclusion: the device was not returned for analysis, limiting the investigation to the review of the device history record and information. The patient had a history of pump stops due to driveline disconnects ((B)(4)). The submitted log file contained data from 2/24/2018 to 3/21/2018. Analysis of the log file revealed a pump stop which had not been previously reported. The driveline was disconnected on (B)(6) 2018 at 6:09:20 am causing the pump¿s motor to stop momentarily. There are also two low-speed events right after the dl disconnect on 3/20; however, the cause of these events could not be determined. Although a specific cause for this finding could not be determined through this evaluation, a non-grounded patient cable was requested and provided to the patient. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). Multiple attempts for additional information were made and no further detail was provided. The hmii lvas IFU and the hmii patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. The IFU also provides an explanation of each of the pump parameters and all system controller alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted after receiving a pump stop alarm at 6 am the previous day. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and confirmed the pump stoppage. The patient was provided a non-grounded power module patient cable for use while on lvad support. No additional information was provided. The referenced report of previously reported external driveline repair is captured under medwatch MFR report # 2916596-2016-00725.